Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a decrease in estimated battery longevity was observed on the device. A battery longevity overestimation at the previous follow-up was suspected to be the cause of the observed drop in battery voltage. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was reported to abbott which indicated the physician had initially misunderstood the device's elective replacement indicator (eri) declaration. After clarification with abbott representatives, the physician did not allege a malfunction against the implanted device and the observed battery longevity estimation was believed to be normal. The device was explanted and replaced to address the normal battery depletion.